Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended the customer to perform an o2 calibration and determine if the o2 sensor was replaced within the last year. The customer reported to have replaced the o2 sensor and all tests passed.

Event description:
It was reported that during patient use, a ventilator generated a low oxygen (o2) alarm. The patient was reported to have been removed from the device and placed on an alternate ventilator without harm. There is no death or serious injury associated with this event.